Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The error logs were reviewed, which confirmed that an error 32101 did trigger in the field for insertion axis. Failure analysis performed visual inspection on the usm and found no issues to be related to the event. The unit was installed onto a test system, which did not trigger any error during startup. They removed spar covers and found no sign of fluid intrusion on axes controller spar (acs) printed circuit assembly (pca). All connections were good. They moved unit range of motion and did not feel any resistance. They performed instrument driving test and did not feel any resistance when moving endoscope around on the unit's insertion axis. The unit was tested on the test system and passed all required tests. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse powered the system on with no errors. Upon reviewing the logs, the fse confirmed multiple errors on universal surgical manipulator (usm) 3. The fse replaced the usm. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure; the site had an "insertion axis not free to move" message on universal surgical manipulator (usm) 3. The caller stated that the instrument clutch light was flashing yellow, but the port clutch was solid blue. The caller stated that there was nothing obstructing the insertion axis and that the carriage was at the top. The technical support engineer (tse) had the caller push the carriage down and the carriage got stuck. The site was continuing with three system arms. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified mid-procedure. The procedure was completed robotically with three system arms.